Event description:
Info rec'd indicates the brake casters will not engage at the foot end of the stretcher.

Manufacturer narrative:
The tech found the pilot link was broken and the push rod and brake activation weldment were worn, which prevented the foot end brake casters from engaging into brake. The tech replaced the pilot link, push rod and activation weldment to repair the bed.